Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event: date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. It is unknown if the ipg depleted prematurely. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.